Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a left common iliac artery aneurysm using a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. A contralateral leg endoprosthesis (plc141000j) was to be implanted in the right side. When starting deployment of the plc141000j, the distal side was entered 1 cm into the right external iliac artery, so the physician pushed up the plc141000j during the deployment, however, the portion of the distal marker was deployed in the right external iliac artery. By ballooning in the middle of the plc141000j using a gore® molding & occlusion balloon catheter was performed, the plc141000j was pushed up, and the distal edge of the plc141000j was implanted just above the internal and external iliac artery bifurcation. Angiography during the procedure revealed a very slight proximal type I endoleak and right distal type I endoleak. For repair, ballooning was performed using a gore® molding & occlusion balloon catheter, but the endoleaks remained. No further treatment was performed, and the physician decided to monitor the endoleak. The physician reportedly stated that a slight endoleak was to be tolerated from the beginning since the proximal neck was in poor condition from preoperatively and the sealing length of the right common iliac artery was short.

Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak, occlusion of device or native vessel, and improper endoprosthesis component placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.